Event description:
Information was received from a patient representative (caller) regarding a patient who was receiving an unknown morphine via an im plantable pump for spinal pain. It was reported that the caller reported historical events on the pump. The caller mentioned that after the pump got replaced in december, an infection was uncovered during the patient's follow-up visit in february "it wasn't healing", "it did not close all the way", "the incision where the pain pump was , they moved the pain pump to a different spot". The caller mentioned that the patient "so far had been good" the patient just finished their "8-week antibiotics."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.